Manufacturer narrative:
The returned device was subjected to visual and electronic control tests. There were no abnormalities observed. The electronic control test indicated that this device functioned as expected and it had passed the manufacturing test specifications. The investigation did not find any evidence of device malfunction. Based on the report and investigation performed, the issue appears to be the result of surgical complications and not device related.

Manufacturer narrative:
The device has been explanted and is being returned. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired infection post implant. The patient was hospitalized and was given IV antibiotics. The device was explanted. Follow up report indicated that the infection had cleared. The patient is recovering from the explant wound and is being treated with wound vac therapy.